Manufacturer narrative:
Product ID 3093-28, lot# v764769, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2011 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient had an infection. The patient states last month, she had gotten sick and was currently on a random oral antibiotic that the healthcare provider put her on called cipro for a bladder infection two weeks ago. The patient states, the pain was so bad she went to the hospital and they said, she had a bad infection and they started her on antibiotic recession and told her they could give her IV (intravenous) antibiotic and she would have to follow up with a urologist. The patient then states they put her on keflex antibiotics and macrobid antibiotics and IV antibiotic recession. The patient states, the only reason she went to the hospital was because, she called the healthcare provider to make an appointment and they couldn¿t see her for 10 days and told her if she was in so much pain she may want to consider going to the ER (emergency room). A week later, she see the healthcare provider who then put her on cipro which she was currently taking since the last four weeks. The patient states for about the last four weeks, she has been having pain in the stimulator site area. The patient states she has had no falls or trauma. The patient states the pain she thought was from a kidney infection, but now thinks it may be from the stimulator.